Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis from (B)(6) 2019 with blood glucose was 539 mg/dl at the time of incident. The customer's current blood glucose was 208 mg/dl. Customers blood glucose level was 139 mg/dl when admitted to hospital. The customer reported the symptoms related to their high blood glucose not feeling well. The insulin pump will not be returned for analysis.